Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited milky image. The reported issue was found during a diagnostic examination that was completed using the same device. There was no report of patient harm or user injury associated with this event.

Event description:
It was reported that the camera head exhibited milky image. The reported issue was found during a diagnostic examination that was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited milky image. The reported issue was found during a diagnostic examination that was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. According to the investigation, product analysis confirmed that due to chipped cover glass, a milky image occurred. In additional, it was not possible to observe the endoscopic image through the finder due to deposit on the adapter. No other anomalies were identified. Based on the results of the investigation, a probable root cause is user not following the manufacturer's instructions. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.